Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. External insulation abrasion was noted at 14.3-14.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.